Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage. The following information was provided by the initial reporter. The customer stated: "leakage was observed from the outer plastic component of q-syte."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and two photos. Initial visual inspection of the returned sample did not find any damage to the unit. The unit was tested for leakage in both the actuated and unactuated positions. Leakage through the vent hole was observed only in the actuated position which is indicative of damage to the column wall and/or bottom disk. The reported defect was confirmed. Upon microscopic inspection of the bottom disk, the slit was found to have three tears extending from the slit. One of these tears extended to the column allowing for leakage through the bottom disk and out the vent hole. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. This type of defect can occur during manufacturing due to misalignment or a damaged part. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. In the user environment, excessive actuations or extraneous force on the septum may also result in tearing of the septum wall. As the device has been opened and used, it could not be determined with certainty whether the defects originated during manufacturing or use of the device. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage.the following information was provided by the initial reporter. The customer stated: "leakage was observed from the outer plastic component of q-syte."